Event description:
During coil embolization of an unruptured aneurysm in the basilar apex, the fifth coil (subject device) became stretched during repositioning. The physician successfully removed the coil along with the microcatheter. Shortly after regaining access to the lesion with a different microcatheter, clotting was noted in the vertebral artery. The physician administered reopro to control the clotting and the procedure was ended. The pt is reported to be "ok".

Manufacturer narrative:
(Other) - no alligation that the coil stretching caused and/or contributed to the reported clotting.